Manufacturer narrative:
H3: device is being returned for evaluation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that on (B)(6) 2024, a patient presenting with an iliac aneurysm was treated with a gore® excluder® iliac branch endoprosthesis. The patient reportedly had a very twisted internal iliac artery. The physician deployed the internal iliac component and iliac branch component before attempting to withdraw the delivery system. The physician had to apply pressure to withdraw the delivery system. The leading end of the delivery system partially detached from the rest of the device and was hanging on by the wire. The leading end was successfully removed from the patient. The patient tolerated the procedure.

Manufacturer narrative:
H6, investigation findings: added imdrf c code c19 to reflect that the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H6, investigation conclusions: replaced previous imdrf d code d15 with d1101. Added imdrf d code d1001.

Manufacturer narrative:
Emdr section h6: codes have been added/updated to reflect the extent of the investigation performed. A1, patient identifier (in confidence) - no patient specific details have been provided. Therefore, data provided reflect gore's internal number for this case. D5, operator of device: updated. D8/d9, date returned to manufacturer: updated. H3, device evaluated by manufacture: updated. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion the reported failure mode that the leading end of the delivery system partially detached from the catheter was confirmed through an evaluation of the returned device. The polyimide guidewire lumen had separated from the rest of the delivery catheter at the trailing olive. Material transfer was observed on the trailing olive indicating that the polyimide guidewire lumen had been previously bonded. In addition, damage was observed on the polyimide guidewire lumen and trailing olive. It was reported that the patient had a very twisted internal iliac artery, and that the physician had to apply pressure to withdraw the delivery system. Therefore, the root cause for the polyimide guidewire lumen separation is attributed to the patient¿s anatomy and excess force used to withdraw the delivery system. The gore® excluder® iliac branch endoprothesis IFU was reviewed with respect to the complaint details. The IFU provides the following warning: do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter breakage or separation and reintervention resulting in potential patient harms.